Event description:
Litigation alleges patient had pain and discomfort; and it became increasingly painful to walk, move and rise from a seated position after asr hip implant. Update (B)(4) 2013 litigation alleged the patient suffered pain, permanent physical injury, disfigurement, and other injuries associated with excessive blood levels of chromium and cobalt as a result of the implanted asr hip.

Event description:
Litigation alleges patient had pain and discomfort; and it became increasingly painful to walk, move and rise from a seated position after asr hip implant.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Update: 4/3/2013 - ppd received. Part/lot has been updated for the left and right hips. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 10/8/2013 - sales rep reported revision surgery. There is no new additional information that would affect the investigation.